Event description:
On 30-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that her infusion set's tubing detached close to the site location while she was exercising the day before. This issue occurred when she bumped her arm into the pump. The patient's blood glucose level at time of incident was 310 mg/dl, which she treated by delivering a bolus using the pump. The site location was right side of patient's abdomen and the pump was also on the right side. It was the second day of infusion use and the infusions were not exposed to extreme temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient was assisted with set change. At the time of this report, her blood glucose level was at 328 mg/dl and she weighed 170 lbs. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that her infusion set's tubing detached close to the site location while she was exercising the day before. This issue occurred when she bumped her arm into the pump. The patient's blood glucose level at time of incident was 310 mg/dl, which she treated by delivering a bolus using the pump. The site location was right side of patient's abdomen and the pump was also on the right side. It was the second day of infusion use and the infusions were not exposed to extreme temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient was assisted with set change. At the time of this report, her blood glucose level was at 328 mg/dl and she weighed 170 lbs. No further information available.